Event description:
The account alleged that the bed has no trendelenburg function. No patient impact.

Manufacturer narrative:
The account replaced the trendelenburg valve and the issue remains. Technician told the account that this could be the manifold. No further information is available on the repair of the bed at this time.